Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e2, e3, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11corrected fields: g1(contact person)

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) unit was taken off the cart, the battery module and console separated. After reattaching the battery module, the unit would switch off during transport. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp) unit, but was unable to reproduce the reported issue. The fse verified that the battery was charged and in good condition, verified that the battery electrical connections, and verified that the battery release levers and locking mechanism were in good working order. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. A supplemental report will be submitted upon completion of our investigation.